Manufacturer narrative:
E1: (B)(6). A philips remote service engineer (rse) spoke to the customer and a nemo (non engineering material only) service was agreed upon. The customer was provided a replacement speaker assembly to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating there was a speaker malfunctioning error appearing. A good faith effort (gfe) conducted confirmed that the device was completely out of sound. The device was not in use on patient at time of event, there was no adverse event reported.